Event description:
Treatment of a large aneurysm located in the carotico-ophthalmic segment of the ica (internal carotid artery) that had been partially embolized with coils and required a pipeline to finish off the remaining remnant. During the deployment of the pipeline (3.25mm x 12mm), it was reported that the distal end could not be released from the capture coil and required attempting several common deployment techniques. After several minutes, the distal end of the pipeline released from the capture coil in an unfavorable position. The pipeline was removed from the patient and another stent was deployed without issues. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).